Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2012 the patient presented with pre-op diagnoses of 1. L4-l5 spondylolisthesis. 2. Superior degenerative disk disease, l5-s1. 3. L3-l4 spinal stenosis. 4. L4-l5 spinal stenosis with a large facet cyst on the left. 5. L5-s1 radiculopathy. The patient underwent the following procedures: 1. L4 laminectomy with foraminotomies of l3-l4 and l4-l5 and decompression of the l4 and the l5 nerve roots bilaterally. 2. L5 laminectomy with foraminotomies of l5-s1 with decompression of the s1 nerve roots bilaterally. 3. Excision of a large facette cyst, l4-l5, on the left. 4. Harvesting of local autograft from the laminar spinous processes. 5. Harvesting bone marrow aspirate from right hemipelvis for stem cells. 6. L4-l5 transforaminal lumbar interbody fusion utilizing polyetheretherketone (peek) cage from seaspine along with local autograft, cancellous allograft chips from community blood center, a bone morphogenetic protein-soaked sponge, and the bone marrow aspirate from and bone void filler. 7. L4-l5 and l5-s1 lateral mass fusion utilizing pedicle screw instrumentation with the bone graft mixture. Per op notes, after adequate decompression of spinal canal and nerve roots, bone was removed, cleaned, and morselized with local autograft. Bone marrow aspirate, 100 cc, was obtained from the right hemipelvis for stem cells. This was mixed with local autograft, cancellous allograft chips from community blood center, a demineralized bone matrix from biomet ebi medical systems, and small morselized bmp-soaked sponge for the bone graft mixture. Attention was then taken back to the spine where the pars interarticularis and local autograft was removed. The disk space was distracted, and a complete intervertebral diskectomy was carried out utilizing splinters, cutters, and curettes. The endplates were decorticated. Wound was irrigated with saline. Bone graft mixture, 10 cc, was inserted into the l4-l5 disk space. The appropriate size cage from seaspine was filled with bone graft mixture and inserted into the l4-l5 disk space. The bone graft mixture was packed in the lateral gutters. A lateral x-ray was obtained and confirmed excellent position of the rods and cage. The wound was then closed in layers over a drain in standard fashion. The patient tolerated the procedure without apparent complications. He was transferred back to recovery in good condition.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.